Manufacturer narrative:
Insulin pump had unresponsive buttons at esc and act due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to unresponsive button. No button error alarm during testing. Insulin pump received with cracked battery tube threads, cracked lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label and stripped battery cap(p) coin slot. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer was not able to remove the battery cap. Customer stated that the battery was going low. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.